Manufacturer narrative:
The insulin pump was motor error alarm during rewind due to corroded motor home switch. Analysis was unable to perform the functional testing including displacement, basic occlusion, occlusion, prime/ compromised force sensor, excessive no delivery test due to motor error alarm. The insulin pump was received with cracked reservoir tube lip. No mud, dirt grass, debris on reservoir compartment noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the pump had a motor error alarm and experiencing low blood glucose. The blood glucose at the time of the incident was 254 mg/dl. She states the customer was involved in vehicle accident. The customer was run off the road. The insulin pump was found 20 feet away from the customer and the reservoir came out. She noted there was some debris inside the reservoir compartment. The mother stated the customer has been experiencing some high and low blood glucose levels. The customer history was reviewed and noted some motor error alarms. The drive support cap appeared normal and was not exposed to a high magnetic field. The customer was able to rewind the pump. The device will be returned for analysis.